Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. The device was programmed to deliver parenteral nutrition and the delivery was started. No specific programming parameters were provided. After approximately 1 hour, the nurse noted that the device had powered off by itself without sounding an audible alarm tone. The customer indicated that the device was powered back on. The device was reprogrammed to deliver at an unspecified rate and therapy was resumed. The following day, the device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the device was operating on ac or battery power when the device powered off.